Manufacturer narrative:
Block h6: imdrf device code a24 captures the reportable investigation result of sleeve detached block h10: the returned sensor wire was analyzed, and a visual evaluation noted the sleeve detached. Visual and microscopic inspection identified that the sleeve was detached. During microscopic evaluation, it was possible to see remaining of glue in both of the detached parts of the guidewire. With all the available information, boston scientific concludes that the reported event of polytetrafluoroethylene peeled was not confirmed. However, sleeve detachment was identified. This could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during the use could lead to detachment of the sleeve. Based on the information available and analysis results, an investigation code of adverse event related to procedure has been assigned to this investigation.

Event description:
It was reported that during the transurethral lithotripsy procedure using a sensor wire, the shaft was observed to be damaged. It was noted that the coil at the tip (blue part) was peeled off. The procedure was completed with another of the same device. No patient complications were reported. Analysis of the returned device identified sleeve detachment.